Event description:
The customer states that the external paddles are unable to deliver a shock and fails shift check test. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4): a follow up report will be submitted upon completion of the investigation.